Event description:
It was reported that during a routine removal of the filter, while performing a vena cava gram, one of the filter's arms was noted to be perpendicular to the cava wall. The doctor noted that every time the pt inhaled and exhaled, the filter arm moved up and down. The filter was successfully removed. When the filter was released from the cone, outside the pt, the arm detached from the filter.